Event description:
It was reported that during a deep brain stimulation (dbs) implant procedure the physician assessed that the retaining clip of the burr hole cover was not closing properly. This resulted in the lead not being able to be secured. The retaining clip was then removed and replaced. The procedure was completed, and the patient was doing well postoperatively. The device was discarded and will not be returned for analysis.